Event description:
It was reported the pt was having their vns generator replaced for the battery "being low" and during surgery, high lead impedance was noted on the lead. The lead and generator were replaced. The pt did not have any fall or injury preceding the discovery of the high lead impedance. The explanted lead is at the MFR pending completion of product analysis. X-rays reviewed by MFR of vns device, no gross lead discontinuities noted. The return product form documented lead break as reason for replacing the pt's vns lead.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by MFR, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.